Event description:
One of the big blue screws cold-welded to the plate. When a second plate was used, the big blue screw went all the way through the hole. This caused a surgical delay of 90 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.